Event description:
Customer did not respond to multiple attempts for additional information.

Manufacturer narrative:
Completion of service pending. Out of warranty; no request for MFR service.

Event description:
The customer reported the ventilator would not power on and had no power led indicators for ac or battery. The customer reported the device was not in use therefore there was no patient involvement or harm. The customer reported check of the ac line and breakers were ok. The facility biomedical engineer reported completion of service is pending.